Event description:
The customer reported that the insulin pump had a frozen display. Troubleshooting was performed and the buttons were unresponsive. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a frozen display followed by a constant tone as a result of moisture damage on the electronic assembly. In addition, moisture damage was found on the motor and battery assembly. Further testing was not performed due to the frozen display and constant tone.